Manufacturer narrative:
Additional information the reported event was confirmed upon evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined. A full evaluation could not be conducted as the patient remains ongoing with the heartmate ii left ventricular assist system and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel reported that the no issues were seen upon driveline manipulation and inspection of the system controller connectors and evaluation of the driveline x-rays. No further alarms were observed after the hospital nurse disconnected and reconnected the patient's driveline. There was no patient equipment changed and no further actions are planned.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2016, the patient experienced low speed advisory alarms and the speed dropped to 0. The event history did not show a driveline disconnect or power disconnect. The patient stated that the alarm occurred when the hospital staff was moving the patient from the ER cart to the bed and doing something to the patient's equipment. The health professional stated that the night staff did not report anything, and that the issue was noted in the event history. The health professional manipulated the driveline and was unable to recreate the alarm. The log file was reviewed by the manufacturer's technical services representative and a clock reset due to a power loss to the system controller and some low voltage readings were captured when the patient was connected to the power module patient cable. X-rays were also reviewed and indicated an area of suspicion near the distal end bend relief of the percutaneous lead. Additional information regarding the event was requested; however, none has been provided.